Event description:
The manufacturer received a work order invoice for an everflo oxygen concentrator due to the integrated sieves are clogged, pca is displaying wrong o2 sensor heater levels. Manifold is contaminated. Spring kit is rusty. Power cord is damage. Inlet filter will be replace due to preventive maintenance. The faulty parts were replaced. This report is being submitted due to low o2.

Manufacturer narrative:
Upon review of this complaint, there was no serious injury alleged. In addition, the malfunction will not cause or contribute to a serious injury if the event were to reoccur. This complaint does not meet the definition of a reportable event.